Manufacturer narrative:
The hill-rom tech found the scale pc board was the issue. Per the hill-rom svc manual the advanta bed requires an effective maintenance program. Preventative maintenance will minimize downtime due to excessive wear. Communications: inspect the test the communication junction box. Test the sidecom communication sys features for proper operation. Inspect the communication cable including the male and female pins in the plug. Test the nurse call super capacitor for proper operation. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the scale pc board to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom rec'd a report from a hill-rom tech stating the bed exit would not work at the bed. The bed was located in the 4th floor shop at the account. There was no pt/user injury reported. This report was filed in our complaint handling sys as (B)(4).